Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User started that the hcp couldn't remove the sensor during first attempt because it could not be located. The next removal attempt will be made at a future date and as of yet, it has not been scheduled.